Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. PMA / 510(k) #: k011369, k122558. Device manufacture date: unknown.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe had a safety failure before use. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: missed dose of the cosentyx due to a damaged pfs, spring was out of the prefilled syringe device upon opening the package.

Manufacturer narrative:
Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe had a safety failure before use. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: missed dose of the cosentyx due to a damaged pfs, spring was out of the prefilled syringe device upon opening the package.